Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the adjustment knob was broken. No other problems identified. A dimensional inspection was unable to be performed due to post-manufacturing damage. A functional test was conducted. The returned adjustment knob, p/n: 03.010.203, lot: 2699064, was attached to the aiming arm. After that, the knob was turned to adjust the aiming arm. It was discovered that the hexagonal driver of the adjustment knob was loose and it was rotating inside the knob. After examining the knob it was revealed the locking pin, drilled into the knob and hexagonal driver, was broken. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the adjustment knob, p/n: 03.010.203, lot: 2699064 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Yes, reviewed dimensional inspection: n/a device history part: 03.010.203 lot no: 2699064 release to warehouse date: 25 feb 2011 expiry date: n/a manufacturing site: werk hagendorf. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2022, the patient underwent open reduction internal fixation (orif) for femoral trochanteric fracture. Surgeon used a trochanteric fixation nail advanced (tfna) long nail. During the surgery, the calibration screw was connected to the aiming arm. The calibration screw idled and could not be adjusted on the distal screw hole because the aiming arm was not working properly. The calibration screw was successfully inserted by free-hand. Surgery was completed successfully with less than thirty minutes delay. Patient was stable. This report is for an adjustment knob for surelock antegrade femoral nails. This is report 1 of 1 for (B)(4).